Event description:
The reported that the customer experienced sporadic bg levels while wearing the pod, ranging from high readings of 263-454mg/dl and a low reading of 49mg/dl. The customer's mother stated that she was "able to smell the insulin on the child's skin", though, the adhesive pad did not feel wet and the cannula was observed to be "in the skin." The mother did, however, report that the "cannula was kinked", but no alarm was initiated by the pod. The device was deactivated and will be returned for evaluation.

Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.